Event description:
The patient reported that she experienced blood glucose (bg) values of about 500 mg/dl with positive ketones over (B)(6). She also reported nausea, shortness of breath, abdominal pain, and blurry vision. The patient stated that she discontinued insulin pump therapy and her blood glucose resolved to target when using insulin shots. The patient alleged that the bg elevations were the result of bent cannulas even though she claimed that she followed instructions for frequent replacement and site rotation. She admitted that the sites are red and hard. The patient reported that she did not receive any occlusion alarms and she confirmed that there were no such alarms in the pump history. She expressed concern that the pump did not alert her that the cannulas were bent. Customer support explained how the occlusion alarm is triggered and urged the patient to contact her health care professional to examine her infusion sites. Customer support contacted animas' clinical field representatives to set up an appointment with the patient to review infusion set choices. This complaint is reported because the patient experienced hyperglycemia while using insulin pump therapy. The complaint has also been forwarded to the infusion set manufacturer.

Manufacturer narrative:
The pump will not be returned to animas for evaluation as there has not been an allegation of malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events.